Event description:
It was reported that during use of the bio-screw universal tri-lobe modular driver in an acl reconstruction procedure on (B)(6) 2014, the tip of the driver broke off and logged itself into the screw head that was remained implanted. As reported, the tip of the driver was broken off when the surgeon screwed the bio-screw in the tibial tunnel to achieve the designed fixation. Other than the 20 minutes delay, the procedure went on and was completed as intended using a backup driver without further complications noted. To date, there has been no additional information received to indicate a serious injury to the (B)(6) male patient has occurred.

Manufacturer narrative:
Despite multiple attempts, to date the device has not been returned from the distributor in venezuela for evaluation. If the device is received, and evaluation will be performed, and a follow-up report will be filed. The bioscrew universal tri-lobe modular driver (c8716) is a reusable device that is cleaned and sterilized between uses. The conmed lot number was not provided; therefore, time in the field of use is unable to be determined. However, according to the supplier records, the device was manufactured and shipped to conmed in march of 2009. In addition, a review of the shipping records indicate the product was most likely shipped to the distributor in september 2009. It is therefore believed that the product began being used shortly after this date. A two-year review of complaint history for this and similar product was performed, and the safety risk was evaluated to be acceptable. To reduce the risk of injury to the patient, the product's instructions for use (IFU) provides the following cautions: upon insertion into the bone tunnel, do not bend or use as a lever arm. Examine the driver prior to screw engagement for gouges, scratches, or dents. Ensure the tip is not bent so as not to impede the engagement of the screw. The presence of these defects increases the risk of screw breakage. Full insertion of the tri-lobe driver within the lumen of the matryx interference screw is mandatory for proper implant delivery. Do not use driver to pry, as bending or breakage may occur. Device not returned by distributor.